Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse stated to use cornstarch and cortisone cream for the the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.